Event description:
Information received a smiths medical parapac plus kit with internal peep and CPAP malfunctioned during the use of the product, the customer noticed the 10cmh2o sensor cable for the internal pressure circuit was broken. No patient injury.